Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after experiencing an episode of ventricular flutter. Upon reviewing electrogram, the right ventricular lead exhibited noise causing inappropriate atp. No intervention was performed. No patient symptoms were reported and the physician plans to monitor the patient.